Manufacturer narrative:
B3 - date of event - date estimated.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. Surgical intervention was undertaken on (B)(6) 2024 in which the ipg was repositioned to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.+ during processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.